Event description:
It was reported that the programmer would freeze up on the "find patient" screen, and it was additionally noted that it would only happen upon the initial power up of the unit and that it would then be changed out for a different programmer. The programmer was returned for service and also as a trade-in device. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the screen froze and it was attributed to an inoperable stylus. The device was to be scrapped.